Event description:
Event description guidant received information that this ventricular implantable lead exhibited increased threshold measurements and decreased sensing measurements shortly after implant. Additional information was obtained that the increased thresholds resulted in intermittent loss of capture.